Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were having problems with the insulin pump. The customer stated that the insulin pump was not giving her insulin and was not alarming a no delivery. The customer¿s blood glucose kept rising. The customer disconnected from the insulin pump and did a bolus in the air but nothing came out. The customer¿s blood glucose level during the incident was 580 mg/dl. The customer¿s current blood glucose level was 385 mg/dl. The customer had symptom of nausea. The customer treated the high blood glucose with a manual injection of 8 units and contacted her doctor. Troubleshooting was performed. The insulin pump failed the basic occlusion test. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.